Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. Pump drug information was not reported. It was reported that the patient was in for a refill on (B)(6) 2024. It was the first interaction with the version 2 software and the patient had a low reservoir alarm (lra) occurring. The refill was done and the programming was updated. The patient went home and the pump continued to alarm. At the time of this report, the patient was back and there were no new alarm logs but the pump was audibly alarming. Technical services discussed the version 2 software update and to silence the alarm.